Manufacturer narrative:
Device photo visual analysis: device photographs for the device related to the reported events of rupture and capsular contracture were reviewed. Visual analysis of the photos identified two fully encapsulated devices which appear to be intact, and not labeled by explanted side.

Event description:
Healthcare professional reported left protesis "rupture" and capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "left protesis ruptura and capsular contracture grade IV."

Event description:
Healthcare professional reported left protesis "rupture" and capsular contracture grade IV. The device has been explanted.